Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, the customer was unable to recall the exact bg value. Reportedly, the customer's bg level was impacted because the customer was unable to load a cartridge. The customer reported that the pump determined there was not enough insulin before filling cannula during the load process. The customer filled the cartridge with 300 units of insulin with an insulin pen. The contact stated that the customer went to the hospital for the high bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.